Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.